Manufacturer narrative:
Reviewing the serial number, this was a 1 for 1 swap of hip stems for two different cases. There are no other serial numbers affected; therefore no further remedial action is warranted. After review of production records, the two devices affected went through packaging at the same time and line clearance was broken. The second swapped hip stem was dispositioned appropriately and did not leave manufacturer possession.

Event description:
The device for the case was intended to be a patient-specific size 10 cordera hiprx but it included the stem for a patient-specific size 14 cordera hiprx. The patient's femur split because it was only prepared for the size 10 and had to be cabled for completion of the procedure. This is a patient-specific case and the only impacted case was the device described in this report. No other impacted devices in the field.